Manufacturer narrative:
A ge service representative performed an on site investigation. The hgh voltage cable, fluoro functions board, and the collimator were replaced and the beam was aligned during the service call. The system was tested and found to be working as intended and put back into service. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that the 9800 system had a collimator iris potentiometer error message outside a case. No patient injury was reported.